Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the circular seal was disengaged. The cannula, obturator and envelope seal were not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut circular seal may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While stapling the stomach sleeve, the blue 'eyeball' seal of the trocar released into the abdomen of the patient on the tip of the stapler as it was introduced into the cannula. In order to resolve the issue and complete the case, utilized graspers to pull the seal back out through the trocar and then opened a second port to utilize the hub cap and replaced the one missing the seal. There was no patient harm. The patient outcome is alive, no injury.